Event description:
It was reported the patient experienced withdrawal. The patient had experienced vomiting, diarrhea, dry heaves, and a temperature and the patient was hospitalized. The patient was released from hospital on (B)(6) 2013 and on (B)(6) 2013 they saw the hcp and pump was empty when they went to refill it. The day before the report the patient started throwing up again so family brought the patient in again to the hospital. The patient¿s hcp was not affiliated with the hospital the patient was at so he is not able to come check the pump. The patient and family were worried something had happened when they refilled the pump. On (B)(6) 2013 was the first refill the patient had since it was implanted. It was further reported they started to hear the alarm on (B)(6) 2013 and described it as a siren sounding alarm. It was noted it was possible the patient heard it before then but thought it was his insulin pump. The patient's original refill date was scheduled for (B)(6) 2013 but the patient missed this because he got ¿so sick¿ and was in the hospital. The patient had dry heaves and vomiting at that time as well. The hcp never determined why patient got so sick originally but one person was telling them it was because of the pump being without morphine or "withdrawal." The hcp recommended the patient go in to see him to have pump checked. The pump was used to deliver morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).